Manufacturer narrative:
The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was extracted from the patient's right eye. Mr pre-op: -10.25+0.75x135 20/20-2. Mr post-op day 6: -0.25+0.50x92 20/20. The patient complained of consistent foggy vision and circles in vision. Worse with more lighting. No surgical complications reported. No vitrectomy was required. Post op drops given. Cells and flare minimal. Iris trans illumination defects parallel. Everything else within normal. Optical coherence tomography (oct) completed and normal. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that the implant date and gender in initial report were incorrect. Also, "g4" field which should have been populated with "no" was inadvertently left blank in the initial MDR report. Therefore, these information have been corrected in this supplemental MDR report and the following fields have been updated accordingly: section a3: female. Section d6a: implant date: (B)(6) 2022. Section g4: combination product: no. Additional information: additional information was provided that the patient is much happier with a monofocal lens. The patient's race, and ethnicity, date of event, and explant date, were provided. The product has been discarded. No other information was provided. Section a5:race: white and ethnicity: not hispanic section b3: date of event: dec. 7, 2022. Section d6b: explant date: (B)(6) 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.